Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). The affected part was requested for investigation at livanova deutschland. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not yet begun.

Event description:
Livanova deutschland received a report that on a sorin centrifugal pump console the rotary knob was hard to be rotated. There was no report of patient injury.